Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a low impedance warning. It was also noted that there was noise seen on electrogram with movement. The lead is still in use and the device will be reprogrammed. No patient complications have been reported as a result of this event.